Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. It was noted that the patient was in atrial fibrillation (af) since implant. In addition, signal artifact monitoring was running all of the time as the minute ventilation feature was on. Data analysis revealed the device was sensing high atrial rates. This device remains in service. No adverse patient effects were reported.